Event description:
Same case as MDR ID: 2134265-2013-02462. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending bifurcated in 3 artery. The 2.0 x 8mm nc quantum apex mr balloon catheter was inflated and ruptured at 10atms. This was exchanged with another 2.0 x 8mm nc quantum apex mr balloon catheter, was inflated at 10atms, and ruptured . This was replaced with a 2.5 x 10mm flextome cb mr balloon catheter, inflated at 6atms, and ruptured. They did not complete the procedure at this time as they noted that a rotational atherectomy procedure was needed for the treatment of this lesion. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).